Event description:
Laser procedure on veins resulted in patient receiving scarring on chest region.

Manufacturer narrative:
Pt was given silvadene and neosporin for healing as part of post care treatment. In an attempt to gain additional post treatment details, the customer site was contacted several times without much success. There was no problem found with the laser equipment.